Event description:
While removing the rotablator after treatment, the guide wire fractured and perforated the left anterior descending artery. The pt's condition remained stable and later required a pericardiocentensis. Preliminary investigation by the user facility suggested user error.